Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc on (B)(6) 2011 to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered severe and permanent bodily injuries, significant mental and physical pain and suffering, inflammation of the pelvic tissues, severe and debilitating injuries. Plaintiff's attorney also alleged plaintiff has undergone medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt repair pelvic organs, tissue, and nerve damage, injections into various areas of the pelvic, spine, and the vagina, and operations to remove portions of the female genitalia.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.